Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation the reported issue was not verified. Manufacturing records review: manufacturing record evaluation and complaint history review could not be performed since serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: no indication of lens explant. Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a patient with asteroid hyalosis who developed lens deposits associated with an amo silicon intraocular lens (iol) (details not available). The deposits could not be removed by aiming a nd-yag laser on the deposits. The patient was referred to a retinal specialist for consideration of vitrectomy to remove the asteroid hyalosis from the vitreous and clean the iol. No additional information was provided to abbott medical optics.